Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer had not yet loaded a new cartridge at time of call; however, was going to do so and contact tandem technical support if issues persisted. Customer's blood glucose was between 300 and 400 mg/dl.